Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. During initial evaluation of the device at the distributor, service required alarm conditions indicating a speaker issue were observed. The device¿s interface board was replaced to address the issues. There was no downloaded event log available to verify reportability. Additionally, the device's motor blower and internal battery were replaced preventatively. No malfunction of the components was noted.